Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of noise that resulted in oversensing and inappropriate high voltage therapy that was delivered. A revision procedure was performed which revealed insulation damage on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was stable.